Event description:
It was reported that this electrode exhibited noise and oversensing that resulted in delivery of several inappropriate shocks over multiple episodes one day post implant. The patient presented to the emergency room. The noise was determined to be consistent with air entrapment around the electrode at the xyphoid incision. Boston scientific technical services (ts) discussed programming options to allow the air time to dissipate. The primary sense vector was reprogrammed to secondary and tachycardia therapy was programmed off until the air dissipates. This product remains implanted and in service. No additional adverse patient effects were reported.